Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they would like the stimulator removed. They explained that the settings started out at 150 and they increased them to all the way to 300. The patient went on to add that they would feel the stimulation at first, and then it would go away. They added that it would vibrate so hard that it would hurt their back, therefore it was not helping. The patient tried preprogramming a few times, but the issue remained unresolved. They stated that they are breaking up in hives. They mentioned that the issues built up slowly. The patient was redirected to follow-up with their healthcare provider. They indicated that they are seeing the hcp on the 24th. No further complications were reported or anticipated.